Manufacturer narrative:
The MFR's svc rep performed an on site investigation. A blown fuse was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system failed to boot up. No pt injury was reported.